Event description:
It was reported that during a procedure performed on (B)(6) 2012, the volt inserter gator instrument bound up. No significant delay to the procedure or pt injury was indicated.

Manufacturer narrative:
Eval is in process. Upon completion, a f/u report will be submitted.